Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify the statement "clips would not hold after placing"? It was impossible to close the clips. If the clips "didn't fall into the patient", were the clips loose on the vessel (as you have stated they didn't close)? Yes. Did the clips not hold on the tissue after they were placed? No.

Event description:
It was reported that during an unknown procedure, the clips didn't close and didn't fall into patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n9007x. Product code updated the analysis results found that the mcs20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 8 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.